Event description:
The caller reported, the tube failed within twenty-four hours of insertion and there was a pilot balloon seam leak. A non-routine replacement of the tube was required. The tube was discarded.

Manufacturer narrative:
Manufacturer has notified FDA of recall on 04/13/2010.